Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contamination and corrosion of the video connector connection (dirty and corroded); poor contact with the video connector. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: contamination and corrosion of the video connector connection contributed to the occurrence of no image and scope communication error (error b30), scope communication error occurred was due to poor contact with the video connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had scope communication error (b30) and no image on system. This issue was found during set up/inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.